Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2024 and barbed suture was used. During the unknown surgery, the tab had damaged and did not use after the package was opened and before using. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One winding former with a needle suture combination outside its foil were received for analysis. Product code sxpp1a401. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. The suture was examined, and one side of the fixation tab was found to be broken. The fixation tab piece was inspected and appears to be cut. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.